Manufacturer narrative:
(B)(4). Method: the device was reported as not available for return and analysis. The lot number was received and a review of the device history record (DHR) was conducted for the lot number reported. Results: as the device was not available for analysis, no device testing methods were performed. For this reason results cannot be obtained. However, the DHR was reviewed for the lot number of the manufactured unit. There were no reworks, special conditions, or related nonconformance reports (ncrs) for this lot. The lot met the process specifications, including the quality control acceptance criteria prior to release. Conclusion: as the device analysis cannot determine the root cause of the flow issue, we are unable to determine the cause of the reported event. Per the instructions for use (IFU) there are several factors that may affect the flow rate including fill volume, temperature, viscosity of the drug solution, pump position, storage time and external pressure. Limited information was provided by the reporter and attempts were made to obtain additional information. Should additional information pertinent to this case be received, a follow up report will be submitted. Information from this incident has been included in our product complaint reporting systems for monitoring, tracking and trending purposes.

Event description:
Fill volume: approximately 125ml; flow rate: 5ml/hr; procedure: asku; cathplace: waist. Please reference: 2026095-2015-00361/15-01016(a). Incident 2 of 2: it was reported on 10/15/2015 by the international distributor that an independant nurse stated that at the end of the antibiotherap, the pumps did not infuse for 24 hours although the pumps were filled with 125 ml of nacl but a lot less. The device is unavailable for return. No patient injury was reported. Additional information received on 11/9/2015: customer confirmed that this incident is a fast flow.